Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-66 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a blown fuse. The fuse was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flogard infusion pump that "has the alarm 66". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.